Event description:
Since the beginning of (B)(6)2025, multiple machines have been set up, that will pass initial alarms, but then halfway through treatment will stop. Lines will fill up with air. Nurses then must change the lines completely.